Event description:
Consumer reported that, for the past 6 months, she has noticed that the tampons seem to fall apart in use, leaving behind strands of 'cotton' that need to be removed by hand or with tweezers. She reported that the problem occurs with the regular absorbency, but not the super absorbency tampons.

Manufacturer narrative:
Complaint trends monitored. This report is considered closed unless add'l relevant info is received.